Manufacturer narrative:
The device was manufactured june 30, 2017 - july 12, 2017. The device was received for evaluation. During visual examination, a translucent particle, approximately 4.58 mm in length and 1.50 mm wide, was observed inside the tubing. The particle was in the fluid path. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Pvc is the material of the device tubing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the fluid path of a large volume infusor during filling in the pharmacy. The particle appeared to be a bit of plastic embedded in the line / tubing. There was no patient involvement. No additional information is available.